Event description:
During the supraventricular tachycardia procedure that turned out to be a left lateral pathway, a cardiac perforation occurred. After performing ablation in the left atrium, the patient became hypotensive. An echocardiogram was performed revealing a tamponade. A pericardiocentesis was performed, however the patient required surgical intervention to repair the perforation near the left atrium to stabilize the patient. The patient has been discharged.

Manufacturer narrative:
Athe results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.